Event description:
The customer reported a falsely elevated magnesium result generated on the architect c8000 processing module for one sample. The following data was provided (customer provided reference range: 1.6 to 2.6 mg/dl): initial result = 7.6 mg/dl, repeat on another instrument = 2.0 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium result generated on the architect c8000 processing module for one sample. The following data was provided (customer provided reference range: 1.6 to 2.6 mg/dl): initial result = 7.6 mg/dl, repeat on another instrument = 2.0 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the tubing, peristaltic head (rohs), which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to discrepant magnesium patient results after service intervention. A review of tracking and trending for the architect c8000 did not identify an increase in complaint activity. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the tubing, peristaltic head (rohs) were identified.